Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, b7, d4, d10, h4, h6 annex e & f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 14jul2021, it was reported that the failure occurred during a biliary drainage procedure. No adverse effects were reported.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire of a neff percutaneous access set stretched and became "stuck." A needle from another manufacturer was being paired with the cook wire. Another wire was used to complete the procedure successfully. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. On (B)(6) 2021 cook received a complaint from azienda ulss n.3 serenissima in italy stating that the wire guide in a npas-105-rh-nt-u (neff percutaneous access set) from lot 13861959 unraveled when withdrawn through another manufacturer's needle. This occurred during a biliary drainage procedure. The physician exchanged the wire guide to complete the procedure. A review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection of the returned product, were conducted during the investigation. The pmg-18sp-60-cope-nt mandril guide, was returned in an opened, used and damaged condition. A visual examination discovered the distal solder connection has separated from the inner mandril wire resulting in coil elongation. The solder connection was confirmed to be present, attached to the coils. Additionally, a document based investigation evaluation was performed. The device master record (dmr) was reviewed and device drawings, manufacturing instructions, quality control procedures, and specifications were identified. Sufficient controls are in place to detect this failure mode prior to release. The product¿s design history file (dhf) has controls in place to address the failure. The product's labeling was also reviewed as a part of the investigation. Affixed to the mandril guide protective shipping tube is a caution label that pictorially cautions against the reverse process of withdrawing the wire guide in the needle as damage may occur. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot records no related nonconformances. Since the set is suppled with multiple devices, a review of the DHR of the pmg-18sp-60-cope-nt mandril guide was also reviewed. One recorded non-conformances for "bent/kinked" was discovered. A review of the nonconforming criteria concluded these could be relevant to the reported difficulty. The devices were scrapped and there is a 100% inspection for bends/kinks. To date, a further search of our database records found this to be the only complaint received involving the reported lot number. Since there is objective evidence the DHR was fully executed, with no other related complaints being received from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. Based on the information provided, the examination of returned product and the results of the investigation, cook concluded the user failed to follow the instructions provided on the product label. The device is packaged with a label warning users against withdrawing the wire guide through a needle. The customer will be notified of this conclusion via written communication from cook. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 11aug2021, it was reported that the wire guide was withdrawn through the needle. The seldinger technique was utilized and in retracting the guide, it stretched until it came out completely.